Manufacturer narrative:
A ge oec service representative investigated the issue and found a defective x-ray controller pcb that was removed and replaced. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction, that occurred during a procedure.

Event description:
The ge oec 9800 fluoroscopy system would boot up correctly and displayed a communication failure error code.